Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event

Event description:
This is a spontaneous report by a nurse from (B)(6) of drain pain and bacterial peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On an unreported date in 2009, the patient began dianeal therapies intraperitoneally (ip) for peritoneal dialysis (pd), continuous ambulatory peritoneal dialysis (capd and automated peritoneal dialysis (apd). The nurse contacted baxter technical services (bts) regarding a service alarm on the homechoice (hc) device. The patient experienced drain pain and required assistance to bypass to fill. The nurse contacted bts again, regarding another service alarm on the hc. The bts representative assisted the nurse to troubleshoot the hc device. During the call, the nurse stated that the drain bag had some cloudy white liquid. Upon a follow-up call with the nurse, it was medically confirmed that in (B)(6) 2011 the patient experienced peritonitis manifested by white cloudy effluent. On an unreported date in (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was unknown. It was unknown if a break in aseptic technique occurred or if an exit site or tunnel infection was associated with the peritonitis. Remedial treatment included a 3 week course of unspecified antibiotics. On an unreported date in (B)(6) 2011, the patient was discharged. The event of bacterial peritonitis was ongoing. It was not reported if the event of drain pain had resolved. Dianeal therapies were ongoing. The nurse believed that the event of bacterial peritonitis was not related to dianeal therapies. On (B)(6) 2011 product surveillance contacted facility and spoke with peritioneal dialysis nurse about this patients peritonitis case. The nurse stated that on (B)(6) 2011, the patient was diagnosed with peritonitis. Patient was admitted to the hospital on (B)(6) 2011 and discharged on (B)(6) 2011. Patient is receiving antibiotic therapy and is recovering. The nurse stated that she believes that this is a result of touch contamination and not from baxter products or the dialysis therapy.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h11f18014, and h11g26015 with no issues noted during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint is confirmed, because it was reported that there was a breach in aseptic technique as stated by the patient had a touch contamination; however, the assignable cause code could not be determined, since we are unsure why the patient had a touch contamination which was the cause of the breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.